Event description:
User experienced a large leak in front of and on the side of the analyze. No pt samples were involved. No operators were harmed. The field service rep determined the main water filter housing was cracked and replaced the filter. Performance tests were performed.